Event description:
It was reported the customer had a air bubble int heir resrvoir. The customer stated they were able to push the air bubble back into the vial. It was also found the customer lost all their insulin while changing out their reservoir. The customer was assisted with the fill tubing process. Customer's blood glucose was 220 mg/dl. No additional informatoin provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.